Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: instrument/suction channel. Cfu: unknown. Bacterial identification: bacillus cereus. Sampling from: distal end & elevator mechanism. Cfu: unknown. Bacterial identification: micrococcus luteus, micrococcus yunnanensis, brachybacterium muris. Upon review of the information on reprocessing procedures provided by customer, it could not be determined if there were any deviations from the device IFU. During the device evaluation, stains, dark residue and discoloration were identified throughout the biopsy channel. Additionally, white residue was observed along the suction channel's wall. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, growth of microorganisms were found through culture testing by the user after reprocessing and confirmed when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair. Additionally, the observed foreign material in the biopsy and suction channels could not be identified and no deformation was observed that might result in the retention of foreign material. No device reprocessing deviation could be determined based on the information reported by the customer, however, the observed microbial growth and foreign material issues were likely the result of insufficient device cleaning/reprocessing. An olympus endoscopy support specialist (ess) was dispatched to the customer facility and provided additional training on device handling and reprocessing. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the duodenovideoscope tested positive 2 colony forming units (cfus) of gram positive cocci. The scope was retested and was positive on (B)(6) 2023 for more than 100 cfus of dermacoccus nishinomiyaensis. The scope was re-tested a third time was and was positive for 2 cfus of gram negative bacilli on (B)(6) 2023. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.